Event description:
It was reported that there was difficulty inserting the proximal side of patient's cable into the analyzer adaptor due to inadequate insertion. It was noted that the cable was replaced by another cable after which there was no problem. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that there was difficulty inserting the proximal side of patient's cable into the analyzer adaptor. The negative pin was bent and could not be inserted into the external pulse generator (epg) connector. It was noted that continuity tests failed due to the bent pin, and the tests were conducted using alligator clips to bent pins. These tests passed the continuity test, and no intermittent or shorted connections were reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.